Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
During a left side l3-s1 radiofrequency ablation procedure, a patient burn occurred. The grounding pad was placed on the left posterior thigh with no skin preparation on a patient who was neither hairy nor diaphoretic. Following the procedure the grounding pad was removed, revealing two half dollar sized reddened areas with blistering at the site. Ice packs were applied to the burns and no further intervention was required.